Event description:
A biomedical technician contacted baxter to request a functional evaluation of the hemodialysis instrumental per protocol, due to pt expiring two hours post hemodialysis treatment. Additional info was provided by dci risk manager. A (B)(6) female pt was admitted at (B)(6) hospital. During a course of pure ultrafiltration (uf), the pt developed shortness of breath, but was not hypotensive at the time, bp (112/57). Due to the situation, two liters of oxygen was administered to the pt via nasal cannula. Shortly after, the pt lost of consciousness (loc) and the blood pressure dropped to 55/29. At this point code alert was called. The code team responded. Reportedly significant amount of normal saline solution as well as dopamine IV was administered. The pt blood pressure recovered and loc improved as well. Then the pt was transferred to ICU. At this point the pt was alert and was able to talk with the family, but arrested later approximately two hours after the treatment. According to the risk manager, the pt code status was medications only. The biomedical technician stated that the 1550 hemodialysis machine had been isolated since the event. The facility does not reuse dialyzers. Per the (B)(6) risk manager no issue with the hemodialysis equipment was noted during the treatment. No further info available at this time.

Manufacturer narrative:
(B)(4). Baxter field service engineer (fse) evaluated the instrument at the customer location. The 1550 hemodialysis instrument passed all functional tests and was found operational according to specifications. During the evaluation low output on the volume sensors was found, however the uf section did calibrate from the first time. This problem was communicated with the facility biomedical technician who stated that the instrument was due for preventative maintenance and the volume sensors will be replaced this time. Baxter is monitoring issues like this. If significant info become available a follow up report will be submitted.